Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Corrected information can be found in field b3. D11 - intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found a broken blade. The instrument blade was broken approximately 0.308¿ from the base. The broken piece was not returned for evaluation. It is known that inadvertent contact with staples, clips, or other instruments while the instrument is activated may result in a cracked or broken blade. Scratches on the blade may lead to premature blade failure. The system will display an error message and will seize to work accordingly once it detects any blade damage. The known cause of this issue is fatigue failure attributed to mishandling and misuse. A review of the instrument log for the harmonic ace instrument lot# m90201201/ sequence 0112 associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2021 on system sk3989. A review of the complaint history does not show any complaints on (B)(6) 2021 related to an issue with the instrument. The instrument is single use and no subsequent use is expected after usage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the complaint history does not show any additional complaints related to the product. The complete product information was not submitted with the report. As a result, system and instrument log reviews could not be performed without the full product information. No image or procedure video was provided for review. Based on the information provided at this time, this complaint is being classified as a reportable malfunction event due to the following conclusion: it was reported that during a da vinci-assisted surgical procedure, the blade of the harmonic ace instrument was damaged. A broken fragment fell inside the patient but was retrieved during the same surgical procedure. Although it was retrieved without patient harm, adverse outcome or injury, a fragment falling inside the patient could potentially result in an additional surgical procedure/adverse event. Follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is unknown. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the blade of the harmonic ace instrument was damaged. A broken fragment fell inside the patient but was retrieved during the same surgical procedure. The user completed the procedure with no further issue. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event on (B)(6) 2021: the instrument was grasping tissue and was used for approximately 10 minutes until the issue was observed. The entire fallen fragment was retrieved from the assist port. The instrument did not collide with a hard object or another instrument during intraoperative use. No post operative test was required. No known impact or patient consequence was reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1. B1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".